Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9825 apollo rf hook is missing the insulator portion of the tip. The set temperature was the default. The debris was not in the joint capsule. A new product was used and the case is completed. The case was completed with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation showed damaged to the back of the device. A piece of the ceramic was missing. Device memory was check and device was used, no error codes were found. The cause of this event is undetermined; however, a likely cause is by hitting the device with another instrument.